Manufacturer narrative:
(B)(4). A2: age at time of the event - additional information. B5: describe event or problem - additional information. D8. Was this device serviced by a third party? - additional information.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.